Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced bilateral z-syndrome one month post lens implant. Both anterior and posterior phimosis was reported with fibrotic bands visible. Reportedly, a central and under one plate yag laser procedure was performed. Additional information has been requested, but has not been received.

Manufacturer narrative:
Despite multiple requests, additional information has not been received. The lens is believed to have remained implanted; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.